Event description:
The customer alleged that at times the audio alarm does not function as reported to him by the staff at the facility. The mallinckrodt customer support engineer (sce) inspected the device and was unable to duplicate the reported event. As a precaution, the cse replaced the dci display controller board. The unit passed extended selftesting. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.